Event description:
The complainant reported that the digital inflation device displayed "fault" prior to, or during, inflation of a stent. The balloon was withdrawn and a new device was used. There was no harm or injury to the patient.

Manufacturer narrative:
Evaluation conclusion: other, the device is being retuned to merit for evaluation. A follow-up report will be submitted when the evaluation is complete.